Manufacturer narrative:
The device was received for preventive maintenance service and it was discovered that it ran on its own without the trigger being activated. Upon further evaluation, corrosion was found inside the motor and on the connector. Based on the investigation report, the likely cause of the malfunction was due to malfunctioning bearings and the corrosion within the motor. The parts were replaced along with the press plug and other components. The device was repaired and returned.

Event description:
A stryker core micro drill was sent to stryker with a request for preventive maintenance service, however, the technician discovered during evaluation that the drill ran on its own without the trigger activated. This did not occur during a procedure; there was no patient involvement and there were no adverse consequences as a result of this event.